Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4). Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (1.2 ua) met acceptance criteria (< 55 ua). Because no information of suspected strips were provided, the suspected meter was tested by using any retained strips (lot#: d190909-1) and control solutions (level low: batch# 8ah1a94, exp. By dec., 2020; level high: batch# 8ah3a14, exp. By sept., 2020), and results (level low: 54/47; level high: 256/266) met the acceptance criteria (level low: 30~80; level high: 200~310). The root cause of the complaint was unable to be verified without the suspected strips and more users' information. Therefore, the complaint had to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 1:30am at home. Caller stated that the end-user was found unresponsive and when her blood glucose was tested with her prodigy meter she received a result of 271mg/dl. Caller does not know what her blood glucose would be at that time of day due to the end-user not normally testing at 1:30am. Caller stated that the paramedics were called about 10 minutes after testing with the prodigy meter. Paramedics arrived in about 10minutes and tested the end-user with their meter and received a result of 77mg/dl caller stated the end-user did not get any treatment from the paramedics. The end end-user was transported to the hospital by the paramedics. The caller did not provide any additional information. Attempts were made to get additional information with no success.